Event description:
The device was used during a CABG procedure. Reportedly, the handles did not release properly. The surgeon manually manipulated the device to release it. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.